Event description:
It was reported that the patient announced a usual lunch meal to the ilet bionic pancreas but consumed only half a bagel, after which the patient experienced a low blood glucose of 65 mg/dl that lasted about 30 minutes and was later followed by hyperglycemia with a reported value of 300 mg/dl attributed to overtreatment. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included self-treatment with oral carbohydrates with glucose trending upward after treatment without hospitalization. Investigation included review of user-reported history and device use with the associated continuous glucose monitoring system. Investigation of this case revealed that the low glucose event was consistent with an incorrect meal size announcement that resulted in insulin dosing out of proportion to carbohydrate intake, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related incorrect meal announcement.

Manufacturer narrative:
Initial.